Manufacturer narrative:
The beckman coulter field service engineer (fse) determined the vacuum valve failed and replaced reagent probe a collar wash vacuum valve to resolve the issue. Instrument resumed operation. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a contained reagent probe a leak on their unicel dxc 600 pro synchron clinical chemistry system. The leaking fluid was 10 - 20 cubic centimeters of wash solution. The operator wore gloves, lab coat and glasses. There was no exposure, no harm, and no medical attention needed. No erroneous results were generated.